Event description:
Customer reported error code displayed low ma and kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep has evaluated the system and replaced high voltage power supply. System operates as intended.